Event description:
Contact reports the tip of the driver sheared off in the inner hex of a closed polyaxial screw head. The screw could not be advanced or removed and it remains in the patient with the drivers broken tip in its hex feature. Reports the driver tip may be sitting a little proud but that it is not a problem. The case was completed with no adverse outcome. Reports patient is doing well and will be monitored.

Manufacturer narrative:
Depuy spine has requested return of the driver for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The driver is not available for evaluation. Review of the device history record for the lot code found that was provided found no discrepancies. No other complaints have been reported for the catalog number. No definitive conclusions can be made. However, tip breakage is indicative of the application of atypical force upon the driver during screw insertion. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. Device not available.